Manufacturer narrative:
A correlation between the device and the reported hemorrhagic stroke and history of driveline infection could not be conclusively determined. Bleeding, stroke, and infection are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years, 9 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2016 with unilateral facial droop and slurred speech. It was reported that the patient had appeared stable at a recent clinic visit on (B)(6) 2016. The patient also has a history of previously unreported driveline infection and is on chronic antibiotic therapy. The patient was recently admitted with bacteremia but the organism identified was not the same as the organism from the past driveline infection. The patient was treated with IV vancomycin with subsequent negative blood cultures. A CT scan revealed a intracerebral hemorrhage. Anticoagulation was reversed but patient decompensated and was taken to the operating room urgently in the morning for evacuation of large hematoma. The patient remained in the ICU until transferred to an outside hospital on (B)(6) 2016. The patient continues to exhibit left sided hemiparesis but had gained strength and movement. The patient's hospital course had been without complication except for hypertension. Clonidine, aldactone, and hydrochlorothiazide were added to control the patient's doppler blood pressure between 70 and 90 mmhg. The patient's weight had fluctuated, but the patient did not appear to be volume overloaded. A craniotomy was performed on post-operative day 10. It was reported that lvad parameters were stable and the patient's lactate dehydrogenase levels remained stable. Due to history of driveline infection, azithyromycin was continued. The patient was discharged on (B)(6) 2016.